Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. The labeling/IFU revision accompanying this serial number is not recorded in the DHR. The latest labeling revision will be reviewed for this investigation. The instructions-for-use under baw2800548 rev 1 and addendum baw2800424 rev 1 were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. Correction: d. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they had a hyperthermic patient in an arctic sun device, they were trying to get normothermic. The patient had been on and off therapy for the past 48 hours. Now the water temperature will not go below 30c and the patient was above target. Walked nurse through accessing event log, shows recent alarm 113(reduced water temperature control). Targeted temperature (tt) was 37c, patient temperature (pt) was 38.5c, water flow rate (wfr) was 2.8 l/min, water temperature (wt) was 30c. Diagnostics, outlet monitor temperature (t1) was 30c, t2 outlet control temperature (t2) was 29.9c, inlet temperature (t3) was 30c, chiller temperature (t4) was 3.9c, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0 percentage, system hours were 1,533 and pump hours were 1,036. Explained it appears the mixing pump had gone out. Informed nurse to this device to biomed labelled not cooling and swap to a new device, sn #(B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they had a hyperthermic patient in an arctic sun device, they were trying to get normothermic. The patient had been on and off therapy for the past 48 hours. Now the water temperature will not go below 30c and the patient was above target. Walked nurse through accessing event log, shows recent alarm 113(reduced water temperature control). Targeted temperature (tt) was 37c, patient temperature (pt) was 38.5c, water flow rate (wfr) was 2.8 l/min, water temperature (wt) was 30c. Diagnostics, outlet monitor temperature (t1) was 30c, t2 outlet control temperature (t2) was 29.9c, inlet temperature (t3) was 30c, chiller temperature (t4) was 3.9c, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0 percentage, system hours were 1,533 and pump hours were 1,036. Explained it appears the mixing pump had gone out. Informed nurse to this device to biomed labelled not cooling and swap to a new device, sn #(B)(6).